Manufacturer narrative:
Product complaint # ==> (B)(4) h3 investigation summary: the product was returned to ethicon for evaluation. One (1) empty winding former, one (1) detached needle and one (1) suture dispensed were received for analysis. The product code is 698. During visual inspection of the needle. Significant tooling marks were noted at the edge of the swage area. The barrel hole was examined, and a suture remnant was observed in the needle hole. Also, a cut in the suture was noted in the swage area. This cut was probably caused by a surgical instrument. The instructions for use do contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the suture was detached from the needle when the doctor was using it. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. Further details are not provided from the hp. There were no adverse reported. Additional information was requested.